Event description:
A customer reported experiencing no phaco power during a cataract surgery. The case was completed on the same day. There was no patient harm. During troubleshooting, a loose tip advisory displayed. Additional information has been requested.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).